Event description:
A power-on-reset (por) condition was reported. The device was not near the end of life. The patient experienced por after hip surgery, it was cleared by the doctor, but it happened again after emi exposure. The doctor was unable to clear the most recent por as she could not establish telemetry, despite being in the room typically used to program patients. A longevity calculation was performed and determined that the setting would not have depleted the battery in the amount of time seen. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178201106520.

Manufacturer narrative:
(B)(4).

Event description:
Additional review of the reported information found that normal battery depletion had been noted.

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found stable output on electrode all bipolar on an oscilloscope. When programmed in bipolar mode there were no issues when pressing on the ins can. When there was no pressure on the case there is good stable output in reference to the case electrode. When programmed in unipolar (case '+') and pressure was placed on the ins can output became intermittent and pors occurred. Unable to identify cause of por and intermittent outputs from destructive analysis. Good stable output was observed on all pairs, and analysis was unable to duplicate por or intermittent output after opening the case. An internal visual exam found no anomalies. The device passed the automated test console. The connector was noted to be scratched and the battery was noted to be expanded. A telemetry test was okay and the insulation coating was delaminated.

Event description:
Additional information showed the patient's device had a "reset mode and required input of serial number." Then the device could not be interrogated with the physician programmer. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.